Event description:
The pump was refilled at approximately 11am with 16cc of morphine (25 mg/ml). Subsequently, the pt complained of intense burning to both legs. The physician at the bedside consulted with other physicians and medtronic rep on possible causes of burning sensation. The catheter access kit, instead of the refill kit, was used to refill the pump, and consequently, the wrong port was accessed. The physician withdrew 35cc of cerebral spinal fluid per medtronic overdose protocol. The pt was then administered narcan after which the pt was taken to CT and subsequently transferred to the ICU.